Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer was able to interrogate wireless and non-wireless. Analysis found the overlay and bezel were cracked. Paper guide was broken off of printer drawer. Both latch tabs were broken off of power cord bay door. Upper and lower cases were broken in handle area. Left keyboard hinge was broken. The ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Display dropped due to worn out lower display hinges. (B)(4).

Event description:
It was reported that the programmer displayed a "serious programmer error" at start up. The programmer was returned for repair. There was no patient involvement.